Manufacturer narrative:
Cmp-(B)(4). Vanguard tibial bearing 10x79/83 catalog 183460 lot 829170; biomet cruciate tray catalog 141236 lot j3639655; series a patella catalog 184768 lot 753490. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-03322, 1825034-2017-03323, and 1825034-2017-04482.

Event description:
It was reported that the patient underwent a right knee revision approximately one year post implantation due to persistent pain and component loosening. Operative notes provided stated the patient was previously treated for superficial infection, however, with continued symptoms and evidence of femoral loosening, as well as cultures negative for infection, the diagnosis was presented as pain with probable femoral loosening. Operative notes further noted that the tibial and femoral components were easily removed with minimal bone loss. The femoral and tibial components as well as the tibial bearing were removed and replaced.

Manufacturer narrative:
Reported event was confirmed through receipt of operative notes. Product was not returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Review of the primary/revision operative notes indicates that the surgeon noted no complications. However, there was minimal adherence to the bone, except on the posterior condyle. The components were implanted with the correct fit and orientation as per the surgical technique. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee revision approximately one year post implantation due to persistent pain and possible component loosening. No additional patient consequences were reported. Revision operative notes provided stated the patient was previously treated for superficial infection, however, with continued symptoms and evidence of femoral loosening, as well as negative cultures for infection, the pre-operative diagnosis was presented as pain with probable femoral loosening. During the revision, it was further noted that the tibial and femoral components were easily removed with minimal bone loss. There was minimal adherence of the components with the bone, except on the posterior condyle. The femoral and tibial components, as well as the tibial bearing were removed and replaced.